Event description:
The customer reported that the measurement values were low. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(6). Reporting institution name (B)(6). Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and dispatching an authorized service provided (asp) onsite to further evaluate the unit. Once onsite, the asp tested the unit using the service manual but could not replicate the fault. The unit worked to specification. It could not be confirmed what may have been the root cause or what testing occurred. Based on the information available in the case, the cause of the reported problem was not confirmed. The alleged malfunction was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.